Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the rupture is unknown but may be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards chinese affiliate, during a tf tavr case, after predilation of the native vale with a bav balloon the patient was observed to be under persistent hypotensive state. Severe regurgitation, circulatory collapse, and pericardial effusion were noted. Emergency implantation of the 26mm thv valve was performed in response to circulatory collapse. After implantation, extracorporeal compressions were applied, and blood pressure regained. The pericardial tamponade was explored, the pericardium was drained, and 250ml of pericardial fluid was continuously withdrawn, but the circulation could not be maintained, and an emergency open chest surgery was performed. Final exploration revealed a ruptured right coronary sinus-non-coronary sinus valve leaflet junction with ruptured dissection, consequence of the balloon predilation. A surgical repair of the aortic root was performed, the thv was removed and replaced with a surgical bioprosthetic valve. After the procedure the patient was noted to be recovering, although the presence of an infection was reported.